Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The displacement test functioning properly. The bolus wizard functioning properly per bolus wizard sample in the 523/723 user guide. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was delivering too much insulin to their body. The customer reported being hospitalized on (B)(6) 2015 for a low. Customer reported they woke up to a low of 56 mg/dl. The customer went to work, but was sweaty and eventually collapsed. The customer was later hospitalized for their low. The customer reported their blood glucose has declined to between 20 mg/dl and 30 mg/dl in the past. The customer also reported experiencing a low 45 minutes prior to the call. The customer's blood glucose declined to 45 mg/dl. The customer's current blood glucose was 64 mg/dl. The customer reported the insulin pump failed a displacement test during troubleshooting. It was also found the insulin pump was worn in a cat scan 6 months prior and a off no power alarm occurred. The insulin pump will be returned for analysis.